Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of high impedance was not determined. Initial leads and battery were explanted and replaced with new. The high impedance issue was resolved. Devices were not going to be returned to manufacturer for analysis. Patient's weight at the time of the event was unknown. The information was confirmed with the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) that was implanted for spinal pain. It was reported that after recovering the device from an overdischarge, when they checked patient's impedances, all pairs were >10k ohms, there were high impedances on all pairs. Because of this, they did not do any further programming with patient. Patient did indicate that they were getting good stim coverage prior to their device went into an overdischarge. Patient was scheduled for total revision of his system on (B)(6) 2018. No symptoms were reported and no further complications were reported/anticipated.